Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The device was explanted on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed march 14, 2014.